Manufacturer narrative:
Testing and investigation found with both the original mcu pwa and lcd assembly installed, the device failed to power on with ac or dc power. During testing, each component was tested separately. The probable cause for failing the self test was due to a bad lcd assembly, and the probable cause for the "no power loss alarm available" and "battery not installed" was due to a defective u31 component of the mcu pwa. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance at the user facility, the device powered off without warning when unplugged from ac power. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.